Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
The physician was using a cook 7fr sheath to deliver the stent. When he attempted to withdraw the catheter, the catheter broke.

Manufacturer narrative:
Engineering investigation: the returned device was disinfected and evaluated to determine the cause of the complaint. Only the balloon was returned and was lodged inside a 7fr introducer sheath. The proximal section of the catheter was not returned. Upon inspection the distal end of the balloon that was still outside of the introducer sheath had fluid in it causing a ball at the end of the introducer sheath. The ball of fluid in the distal balloon cone acts like a plug preventing the balloon from being withdrawn back through the introducer sheath. The catheter shaft had separated from the balloon at the proximal balloon weld. The catheter balloon bond did not fail. As the lot number of the device in question was not provided a review of the product lot history and performance data cannot be reviewed. A review of recent validations indicates that the force required to separate the balloon from the shaft is a minimum of 5.4 lbs. The specification currently in place is 3.37lbs. In all cases the catheter shaft broke and not the thermally welded bond of the balloon. The introducer sheath used in the case was deformed at the very tip. It is not known if other devices had passed through the sheath prior to the v12 covered stent. The balloon was push out of the introducer sheath and again disinfected. To determine if the balloon had ruptured during the procedure the tip of the balloon was clamped and a syringe was used to force water into the balloon. The proximal end was then clamped off to seal the fluid in the balloon. Pressure was then applied to the center of the balloon. No leaks in the balloon were noticed. A full review of the catheter lot history records for the device in question was unable to be performed as the product lot number was not provided. Conclusion: based on the details of the event it is possible that the balloon was not fully deflated upon attempting to remove the balloon back through the introducer sheath as fluid was seen in the distal balloon cone of the returned sample. Clinical evaluation: if a catheter cannot be withdrawn back into a sheath and part of the component breaks off it may cause a procedural delay. There are several possibilities that could cause a piece of the device to break off including excessive manipulation and force or catching the delivery catheter on a piece of calcification or another implanted device. Occasionally, the catheter will catch on a defect on a damaged introducer sheath the instructions for use (IFU) state to not force passage or withdrawal of the guide wire or delivery system is resistance is encountered. The IFU also instructs to deflate the balloon by pulling vacuum on the inflation device to its maximum volume for 40 seconds and to verify full balloon deflation via fluoroscopy before proceeding.